Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements resulting in loss of capture (loc) due to lead dislodgement. The patient is not pacemaker dependent and there were no reports of asystole. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.